Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the taxus element/ion catheter was received with no original packaging or other devices. The tip was bent. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was moved on the balloon 2mm distally of the proximal markerband. The location of the stent strut impressions on the balloon indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were multiple stent struts stretched and bent on the proximal end of the stent. The inner diameter (ID) of the wire lumen was measured and meets specification. A .014" guidewire was loaded into the tip and advanced completely through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the stent delivery system was unable to load into the guidewire. During introduction of a 16mm x 3.00mm ion stent delivery system outside of the patient, the device was unable to load into a non-bsc guide wire. The procedure was completed with another of the same device. No complications were reported and patient status is fine. However, returned device analysis revealed stent moved on balloon and stent damage.